Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. This device was subsequently explanted and replaced. This device was discarded, therefore will not be returned for analysis. No additional adverse patient effects were reported.